Event description:
It was reported that a limb detached from the filter and went to the patient's lung. Reportedly, the detached filter limb was an incidental finding via a chest x-ray taken due to other patient comorbidities. The filter and the detached limb remain implanted. There was no report of injury to the asymptomatic patient.

Event description:
Caller reported blood glucose results of 587 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.